Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had a lead implanted for a neurostimulation trial. The lead was tested during implant with a multi-lead trialing cable. The lead was connected directly to the multi-lead trialing cable without any extension. The impedances on electrode 1 (slot 0-7) were measured and were >4,000 ohms. The impedances on electrode 9 (slot 8-15) were measured and were >4,000 ohms. The impedances were measured again while stimulating with every couple of contacts but the impedances were still out of range. The pt never experienced paresthesia. A new multi-lead trialing cable was tried but the results were the same. The health care professional decided to explant the lead. Placement of a new lead was scheduled for one week after explant. The pt was not injured. Additional info has been requested, a f/u report will be sent if additional info becomes available.